Event description:
The customer reported that the unit has a blower temperature high error. The customer reported that the unit was not in clinical use at the time of the reported event. The customer contacted product support and was advised to check the filters and fan operation. Per biomed, the filters were clean, and the fan was running. Product support advised the customer that the unit may have a faulty blower assembly or a faulty motor controller (mc) pcba. Product support advised customer that even if he cannot reproduce the code to replace the blower assembly as a precautionary measure. Provided part ID for the blower assembly. The customer will replace the blower assembly and will call back if any further assistance is needed.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date, no further details have been received. The service history record was reviewed, and no repair information was found.